Event description:
Loss of integration. The customer reported that the lodi has a loss if integration that was noticed during examination. Implant was loose and was removed. Patient is unsure if they will replace implant in the future.

Event description:
Loss of integration. The customer reported that the lodi has a loss if integration that was noticed during examination. Implant was loose and was removed. Patient is unsure if they will replace implant in the future.